Manufacturer narrative:
A ge healthcare biomedical technician confirmed the alarm in the logs, but performed a checkout of the equipment and was not able to confirm the reported complaint. The unit was returned to service. Patient information is currently unavailable.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The clinician switched to manual ventilation and then the unit was swapped out with another anesthesia machine to complete the case. There was no report of patient injury.